Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on 05/08/2015 with the following findings:the reported issue could not be adequately investigated due to damage to the pump housing/battery canister; no conclusions could be determined in regards to the reported issue. The black box data from the event date had been overwritten due to continued pump use. There was no evidence of short battery life or excessive battery usage observed in the available pump history and black box data. The pump housing/battery canister was observed to be damaged. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. The pump case/battery canister damage made it difficult to install and remove batteries. Current draws could not be investigated due to the pump case/battery canister damage. The pump case was removed, and no evidence of internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.